Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. Customer does not recall any significant events leading to the error, but may have happened during a bolus. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No unexpected numbers scrolling during our testing. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked display window.